Event description:
Pt experienced a fungal keratisis with use of renu with moistureloc multi-purpose solution. The physician stated that an isolate was obtained which was positive for fusarium. The pt's va was 20/50. The pt was prescribed "fungiture qlhr, then added voriconazole". The physician reported that another practitioner and a corneal specialist have seen the pt. The pt used tobradex less than a day prior to the diagnosis, the pt used an unspecified alphagan product.